Manufacturer narrative:
This report is submitted on april 13, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections at the incision site. Additional information has been requested but has not been made available as of the date of this report.